Event description:
It was reported by the biomedical engineer that the patient may have pressed the emergency key while connected to the external pulse generator (epg). Follow-up attempts for additional information were unsuccessful. The biomedical engineer tested the epg and found no issues. The epg remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).